Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss confirmed the slit motor failure. The fss found high re-fill and to resolve issue reported, the fss replaced and calibrated the beam steering module (bsm). In addition, the fss replaced the lens, plano-cylindrical matched pair, the beam spitter-energy detector, and the hex prism assembly. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete laser treatment on the left operative eye due to a slit motor failure in the middle of a procedure and as a result, the procedure was aborted. A brief description from the surgery center indicated during a laser treatment of the patient¿s left eye, an error message appeared indicating there was a slit motor failure, therefore, the flap was not successfully created and the procedure was aborted and rescheduled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.